Event description:
A nurse opened the package to obtain a primary IV set and discovered the tubing was not connected to itself the way it should have been. The top part of the tubing was free from the y hub at the first medication administration port.======================manufacturer response for IV tubing primary infusion set, clearlink system continu-flo solution set (per site reporter).======================talked via phone to sales rep and then product surveillance rep who will follow up with her supervisor and engineering and then....